Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had high blood glucose value and under delivery of insulin. Customer¿s blood glucose value at time of incident was 361 mg/dl and current blood glucose value was 302 mg/dl. Customer also reported of compromised forced sensor system alarm and stated that the drive support cap was sticking out. Customer was unable to proceed with troubleshooting since she was disconnected from the pump after the alarm troubleshooting. Insulin pump will be returned for analysis and will be replaced.

Manufacturer narrative:
Device received compromised force sensor system alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test due to compromised force sensor system alarm.